Event description:
The customer contact reported no suction. Prior to patient use, it was reported that "no aspiration was possible" with the liner. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.